Event description:
Pt presented to emergency dept with complaints of dizziness and irregular heartbeats. Pt had over the telephone check of pacer and was told to go to the emergency dept. Ventricle lead on pacer not pacing correctly. Pacemaker had to be removed and replaced.